Event description:
An unrecoverable arterial air alarm occurred at the start of the routine hemodialysis treatment. The facility nurse attributed the alarm to difficulty with cannulation and instructed the pt to discontinue treatment without rinseback, resulting in an estimated blood loss of 190cc. The pt's hgb decreased from 9.4 g/dl pre event to 8.9 g/dl on (B)(6) 2011. Standard epogen dosing was increased on (B)(6) 2011 from 12.000 units 2x/week to 12,000 units 3x/week. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the alarm to cannulation difficulties. There is no evidence of a device malfunction. The report does not contain info to suggest a device malfunction occurred and is not considered device related. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No add'l info will be provided.